Event description:
During an atrial fibrillation ablation procedure a portion of the sheath became detached inside the patient. The 6.5f sheath was introduced into the vein but there was some insertion difficulty with attempting to insert the 4f catheter into the sheath. After the procedure was completed a small hematoma was noted and when the sheath was removed the valve became detached and the sheath remained in the vein. Intervention was performed to remove the remainder of the sheath, which was confirmed on fluoroscopy and echocardiogram.

Manufacturer narrative:
One 6.5f fast-cath introducer sheath was received for evaluation. The sheath tubing had been torn and a section had been detached near the sheath hub. The attached tubing distal end appearance had similar damage, consistent with a mating surface to the aforementioned detached tubing. The distal detached section of the sheath tubing had multiple kinks, had been flattened, and appeared partially stretched/torn and partially dissected. No anomalies were noted when a 6.5f dilator was advanced through the returned sheath hub and the proximal section of the fractured sheath tubing. Dimension inspection confirmed the sheath distal tip inside diameter met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of reported event of ¿the sheath became detached¿ is consistent with damage during use. Based on the received condition of the device and the information provided, the cause of the reported catheter insertion difficulties remains unknown.